Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air was observed. The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). Air was drawn in during aspiration after catheter insertion. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.